Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A boston scientific technical services (ts) consultant recommended device replacement. At this time, the ICD was explanted and replaced with a non boston scientific product. No aditional adverse patient effects were reported.